Event description:
It was reported that the lesion was a concentric stenosis in the mid rca, with mild tortuosity and mild calcification. The penta was advanced to the lesion, but a perforation occurred at 12 atm. A perfusion balloon was used to treat the peforation.